Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician confirmed there was no evidence of lead damage.

Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead was damaged. The rv lead remains in use. No patient complications have been reported as a result of this event.